Event description:
Customer tested blood glucose on suspect device and obtained blood glucose reading of 283 mg/dl at lunchtime. Customer feeling signs of high blood sugar. In the evening, customer called paramedics and tested blood glucose on suspect device again and blood glucose was 405 mg/dl. 30 minutes later at the hosp, blood was drawn and lab blood glucose was over 1000 mg/dl. Customer was put on insulin drip and antibiotics. Customer is still in hosp. Customer diagnosed with diabetic keto-acidosis at hosp.